Event description:
It was reported that the patient was found "slumped over", and they presented to the emergency room in an ongoing atrial arrhythmia. It was further reported that the device did not properly mode switch, nor classify the patient's atrial high rate due to undersensing/blanking. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.